Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. To test for fluid leakage from the cassette, an internal pressure leak test was conducted on the cassette utilizing an external pressure source and no fluid leakage was detected from the cassette. The presence of fluid leaking from the cassette was not confirmed. After leakage testing, inspection of the sample indicated no sign of leakage from the cassette. After an investigation of this complaint, it has been determined that no action will be taken at this time as no leakage was detected from the cassette. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette with fluid leakage was noticed before a vitrectomy procedure. The procedure was completed after the product was replaced. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).